Event description:
Following a diagnostic procedure, an angio-seal device was placed, and hemostasis was achieved. However, when the tension spring was removed from the device (length of time unknown, although the instructions for use guide the user to leave the spring in place for at least 20 minutes), a slight ooze was noted. Digital pressure was applied, and the ooze resolved. The pt was ambulated two hours following the procedure. Six hrs following the procedure, the pt felt a "pinch" in his leg, and a hematoma began to form. Manual presure was applied and hemostasis was again achieved. The following day, the pt was discharged with a three inch hematoma.